Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was over heating.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller heating up was not confirmed. The system controller, serial number (B)(6), was not returned for analysis. The submitted log file contained data spanning approximately 2 days (19jul2020 ¿ 21jul2020 per the timestamp). No notable alarms were active in the log file. The data in the log file did not indicate any issues with the system controller. The pump maintained a speed above the low speed limit throughout the log file. The system controller was not returned for evaluation. Additional information provided indicated that the pump and controller had heated up due to thrombus. The reported thrombus and associated increase power and flow with decreased pi are addressed via the pump investigation (related manufacturer report number 2916596-2020-03733). The root cause for the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) under section 1, entitled ¿ system operations¿ instructs the user to not place the controller on bare skin when the controller is covered by the body or an insulating material and the internal battery is charging, as the controller may reach a maximum temperature and burns may occur. Heartmate ii lvas IFU , under section 2, entitled ¿system operations¿) lists acceptable temperature ranges for all equipment, including the system controller. Section 8, entitled ¿equipment storage and care¿ in the IFU also lists acceptable temperature ranges for storing all equipment, including the system controller. Heartmate ii IFU under section 1, entitled ¿introduction¿ addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6 of the IFU, entitled ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii patient handbook section 2, entitled "how your heart pump works" describes how to read important data on the system controller display screen such as flow, pi and power. Additionally, the patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number 2916596-2020-03733.